Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3537, product type: programmer, patient. (B)(4). There were no allegations against the ens. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient encountered the "setting not available, contact clinician" error screen on both the right and left sides and the patient was set at 0.1 when seeing the message. The caller indicated that the patient went to urgent care on sunday and had their bandage changed and feels that the leads came loose. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.